Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to a femoral fracture.

Manufacturer narrative:
A dimensional inspection report determined the part conforms to drawing print measured features.